Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
UDI reference number: (B)(4). This 9680tfx29m device is not sold or marketed in the us; however is deemed similar to the [29mm sapien 3 valve]. The valve was not returned to edwards lifesciences, as it remains implanted in the patient. A device history record (DHR) review was performed and did not reveal any issues that may have contributed to the complaint event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular aortic stenosis. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. In the post-operative period, leaflet restriction (may include increased gradients or thickened leaflets) may occur without the development of clinical symptoms. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined. In this case, the cause of the valve stenosis and leaflet motion restriction eighteen months post valve implantation cannot be determined; however, it is possible that it may be related to the patient¿s comorbidities (cad, dm ii, smoking, htn and pre-existing valvular disease) and/or the mechanisms described above. There was no indication a product deficiency contributed to this adverse event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through the smr clinical trial, approximately eighteen months post tavr an echo performed showed the valve with a mean gradient of 9mmhg, mild-moderate paravalvular regurgitation, motion restriction of two leaflets and severe mitral stenosis. The patient was started on eliquis. Information provided by the medical records indicated that approximately two months post valve implant she was admitted for ischemic cardiomyopathy exacerbation and mitral valve thrombus. The patient reported not feeling well on coumadin and was switched to xarelto. Two months later the patient was reported to be hypokalemic, in toursades de point, and was defibrillated. Her toe was amputated, and the patient remained on xarelto. Eight months later reported feeling 100% and very well. Within five months, however, the patient developed gi bleed, was taken off xarelto and given a blood transfusion. Within approximately a month, an echo performed showed an increased mean gradient of 9mmhg, mild paravalvular regurgitation, with mild-moderate regurgitation and restriction of two leaflets, concerning for leaflet thrombosis, not confirmed. Echo suggested severe prosthetic mitral stenosis and the due to the results, the patient was started on eliquis. The symptomology of the patient at this time was not provided.